Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling: precautions juvéderm® ultra xc is packaged for single-patient use. Do not resterilize. Do not use if package is opened or damaged. Failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. Instructions for use: health care professional instructions. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Hr department for clinic reported one syringe of juvéderm® ultra xc ¿while changing the needle, the hub of the syringe began leaking from a crack.¿ patient contact was made, but no injury to patient, staff, or injector. The packaged needle was used.

Event description:
Hr department for clinic reported one syringe of juvederm ultra xc ¿while changing the needle, the hub of the syringe began leaking from a crack.¿ patient contact was made, but no injury to patient, staff, or injector. The packaged needle was used.

Manufacturer narrative:
Visual analysis of the device indicates 1.0 ml syringe with 0.15 ml of gel remaining in it received without cap, no needle in an opened tray. A crack is observed at the 3 mm luer lock level.